Event description:
A vaxcel pasv PICC was placed for therapeutic purposes during march 2004. Approximtely two to three days after PICC was placed, pain and swelling occurred. It was discovered under fluoroscopy that a leak had developed under the skin. The PICC was then replaced with a competitive product.